Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required information from the source.

Event description:
Complainant reports a port leak. Tube is still in place. Continuously drips when y-port in down position.